Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While on support, a purge system open alarm was observed, and the purge pressure and flow decreased significantly. The purge system was inspected, and it was noted that the purge side arm was damaged. Upon troubleshooting and the purge pressure increasing, the decision was made by the physician to proactively explant the pump.